Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy and primary repair of epigastric hernia, the blunt tip ligasure device was defective. It would not grip tissue well enough. It also 'caught' on tissue as it was cutting.